Manufacturer narrative:
Upon receipt at our post market quality assurance laboratory, visual inspection noted the helix was retracted. Set screw mark noted on terminal pin, in correct position. X-ray and resistance testing did not find anomalies.

Event description:
Boston scientific received information that this right ventricular (rv) lead exhibited high pacing thresholds and was explanted. No additional adverse patient effects were reported.